Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain specifically when ovulating, on her period, or going for walk") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding") and menstrual disorder ("blood clots in period"). The patient was treated with surgery (surgery to remove essure). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain specifically when ovulating, on her period, or going for walk") and embedded device ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mood disorder, premenopausal menorrhagia, perineal pain, d & c, polycystic ovarian syndrome, depression, menstruation abnormal, menorrhagia, pelvic pain female and abdominal pain. Previously administered products included: progesterone. As concurrent condition the report mentioned abnormal uterine bleeding. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding") and menstrual disorder ("blood clots in period"). The patient was treated with surgery (surgery to remove essure and supracervical hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device expulsion, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of implant of essure (B)(6) 2013 (as per pif) on the left, 1 coil were noted and on the right, 6 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus and fallopian tubes: ectocervix surgically absent. Endocervix with no histopathologic abnormalities. Benign proliferative pattern endometrium; negative for atypia and malignancy leiomyoma; negative for atypia and malignancy. Bilateral fallopian tubes with evidence of prior tubal ligation; negative for atypia and malignancy. Gross description: the right fallopian tube measures 8 x 0.7 cm. The serosa is purple-brown and mostly smooth. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus. The remaining cut surfaces show some congested areas but an otherwise unremarkable patent lumen. The segments of the left fallopian tube measures 7.5 cm length with an average diameter of 0.7 cm. The serosa is tan-to brown and wrinkled. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus. The remaining cut surfaces show some congested areas but an otherwise unremarkable patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain specifically when ovulating, on her period, or going for walk") and embedded device ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mood disorder, premenopausal menorrhagia, perineal pain, d & c, polycystic ovarian syndrome, depression, menstruation abnormal, menorrhagia, pelvic pain female and abdominal pain. Previously administered products included: progesterone. As concurrent condition the report mentioned abnormal uterine bleeding. In 2012, the patient had essure inserted. Essure was removed on 17-feb-2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding") and menstrual disorder ("blood clots in period"). The patient was treated with surgery (surgery to remove essure and supracervical hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device expulsion, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of implant of essure 09 aug 2013(as per pif) on the left, 1 coil were noted and on the right, 6 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 18-feb-2022: diagnosis: uterus and fallopian tubes: ectocervix surgically absent. Endocervix with no histopathologic abnormalities. Benign proliferative pattern endometrium; negative for atypia and malignancy leiomyoma; negative for atypia and malignancy. Bilateral fallopian tubes with evidence of prior tubal ligation; negative for atypia and malignancy. Gross description: the right fallopian tube measures 8 x 0.7 cm. The serosa is purple-brown and mostly smooth. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus. The remaining cut surfaces show some congested areas but an otherwise unremarkable patentlumen. The segments of the left fallopian tube measures 7.5 cm length with an average diameter of 0.7 cm. The serosa is tan-to brown and wrinkled. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus . The remaining cut surfaces show some congested areas but an otherwise unremarkable patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain specifically when ovulating, on her period, or going for walk") and embedded device ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mood disorder, premenopausal menorrhagia, perineal pain, d & c, polycystic ovarian syndrome, depression, menstruation abnormal, menorrhagia, pelvic pain female and abdominal pain. Previously administered products included: progesterone. As concurrent condition the report mentioned abnormal uterine bleeding. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion ("cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding") and menstrual disorder ("blood clots in period"). The patient was treated with surgery (surgery to remove essure and supracervical hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device expulsion, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of implant of essure (B)(6) 2013(as per pif) on the left, 1 coil were noted and on the right, 6 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus and fallopian tubes: ectocervix surgically absent. Endocervix with no histopathologic abnormalities. Benign proliferative pattern endometrium; negative for atypia and malignancy leiomyoma; negative for atypia and malignancy. Bilateral fallopian tubes with evidence of prior tubal ligation; negative for atypia and malignancy. Gross description: the right fallopian tube measures 8 x 0.7 cm. The serosa is purple-brown and mostly smooth. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus. The remaining cut surfaces show some congested areas but an otherwise unremarkable patent lumen. The segments of the left fallopian tube measures 7.5 cm length with an average diameter of 0.7 cm. The serosa is tan-to brown and wrinkled. Cut surfaces at the isthmus reveal a 3.5 x 0.3 cm tightly coiled metallic which extends into the cornu and is deeply embedded at the fundus . The remaining cut surfaces show some congested areas but an otherwise unremarkable patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical record received. Events device embedded and partial expulsion of device were added. Reporter information added. Surgical pathology report added. Medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain specifically when ovulating, on her period, or going for walk") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding") and menstrual disorder ("blood clots in period"). The patient was treated with surgery (surgery to remove essure). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.